Event description:
Biomed reported that a kci infusion of 250 mls was started at 8:00 am at 62.5 ml/hour. The bag was found empty at 10:30 am. Set up as a primary infusion. Biomed tested the pump module and it passed all testing no patient harm or medical intervention required. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Initially the biomed requested a log review but was unable to get a hold of the data set, will be sending in the devices instead. The devices have been received. A follow up report will be submitted with failure investigation results once the evaluation has been completed.